Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
See manufacturer report # 2029214-2021-00396 for the other report related to this article. If information is provided in the future, a supplemental report will be issued.

Event description:
Almatter m, aguilar pérez m, hellstern v, et al. Flow diversion for treatment of acutely ruptured intracranial aneurysms: a single center experience from 45 consecutive cases. Clinical neuroradiology. 2020;30(4):835-842. Doi:10.1007/s00062-019-00846-5. Medtronic literature review found a report of patient complications in association with a pipeline procedure. The purpose of this article was to review complication rates and clinical and radiologic outcomes for the use of flow diverter stents (fds) in the acute setting of subarachnoid hemorrhage (sah). In this study 45 patients (48.9% females; mean age 58.8± 12.4 years) were included. Nine of the patient¿s were implanted with a pipeline embolization device, and the rest used a phenox p64 flow modulation device. The clinical condition on presentation was good (hunt and hess, hh I¿ii), moderate (hh iii) and poor (hh IV¿v) in 21 (46.7%), 13 (28.9%), and 11 (24.4%) patients, respectively. The ruptured aneurysms were saccular, blister-like, fusiform and dissecting in 18 (40%), 5 (11.1%), 7 (15.6%), and 15 (33.3%) cases, respectively. Of the aneurysms 22 (48.9%) were in the posterior circulation (45% of which were at the basilar artery) and of these 18 (81.8%) were non-saccular. The mean size of the saccular aneurysms was 6.1± 5.3mm (2¿25mm), all with a dome to neck ratio 1.5. The article does not state any technical issues during use of the pipeline device. The following intra- or post-procedural outcomes were noted: - intraprocedural rebleeding from the dissected right v4 segment occurred in one case before catheterization and resulted in massive and fatal raise of the intracranial pressure despite the already inserted external ventricle drainage (evd). - in one case, a combination of stent thrombosis and refractory cerebral vasospasm (cvs) resulted in fatal middle cerebral artery (mca) infarction. - intraprocedural thrombus formation in or in the vicinity of the device(s) was observed in two cases (4.4%) and both resolved after an intravenous bolus of eptifibatide with no resultant ischemia. - in one case, incompliance with the dapt resulted in asymptomatic stent thrombosis, which was discovered on a routine angiographic follow-up. - minor hemorrhage along the evd tract was noticed on cross-sectional imaging in 3 (13%) cases. There were, however, no records of major hemorrhagic complications requiring surgical intervention. - reduced filling and unchanged filling of the aneurysm were observed in 29 (64.4%), and 10 (22.2%) cases, respectively.